Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer's husband behalf of her wife reported a false negative result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021. The consumer confirmed she was symptomatic and had cold & running nose. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to retract the previous initial MDR report for a unconfirmed false negative , further case review determined that this case has not meet the reportability criteria according to our procedures for this product.